Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15456568 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
The report received from the affiliate indicated that after a four (4) hour stent assisted coil embolization procedure, the physician used a 5 fr. Exoseal vascular closure device (vcd) to achieve hemostasis. Approximately five hours after the exoseal vcd deployment, the patient experienced delayed bleeding at the puncture site. The patient was found to have a retroperitoneal bleed and also had a hematoma of approximately ten (10) cm. A surgeon was consulted. Additional information received indicated that the physician had used the exoseal vcd for eighty (80) cases. The case was an intervention procedure/retrograde. The patient had received approximately 3500 units of heparin. The vcd was inspected and no damage was noted. No resistance/friction was noted during advancement through the sheath. The sheath locked properly against the cowling and an audible click was heard. The deployment button was fully depressed. The plug was deployed. The vcd and sheath were removed as a single unit. Femoral artery suitability was verified on angiography; the vessel diameter was >/= 5mm in diameter and the arteriotomy was not in or near an area of calcified plaque or stented segment. About five (5) hours later the bleeding was noted. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds/hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The report received from the affiliate indicated that after a four (4) hour stent assisted coil embolization procedure, the physician used a 5 fr. Exoseal vascular closure device (vcd) to achieve hemostasis. During the procedure, the patient received approximately 25,000 units of heparin. Approximately five hours after the exoseal vcd deployment, the patient experienced delayed bleeding at the puncture site. The patient was found to have a retroperitoneal bleed and also had a hematoma of approximately ten (10) cm. A surgeon was consulted. Additional information was requested.